Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump being used with a cassette with green flow stop exhibited a "no disposable, clamp tubing" alarm. Per reporter, upon restart, pump exhibits? No disposable, pump won't run" alarm. The reporter indicated that air bubbles were present in the tubing and alarms persisted after trouble shooting. Per reporter the residual volume was 13.4 ml, rate 2.4 ml and given 98.6 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.